Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to the customer that were unsuccessful. No additional information was provided.